Event description:
Pt was told by hosp nuclear med tech that the equipment was only 80% accurate. She had a thallium scan which revealed decreased activity in the left anterior descending artery and had to travel 100 miles from home to see a cardiologist. She underwent a cardiac catheterization and angioplasty was scheduled based on scan results. During this procedure, however, it was discovered that the pt's heart was "clean and perfect." There was no blockage or decreased flow in the artery. The hosp and the MFR, according to the pt have been unconcerned and unresponsive to her requests to investigate the maintenance status and accuracy of the device used, which led to her unnecessary procedure and trip.